Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a blank display. Customer's blood glucose was 167 mg/dl. Troubleshooting was performed. Customer also stated that after changing the battery display did not return after pump restart. The product will return for the analysis.